Event description:
It was reported that when a device was used during an unknown procedure, the handpiece would not activate. It is unknown how the case completed or whether there were pt consequences.